Event description:
It was reported that this pacemaker's radiofrequency was disabled. The physician is to replace the device. The device remains in use at this time. No adverse patient effects were reported.